Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3889-28, lot# j0235635v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
The consumer reported she developed an infection with the implant and it was replaced. The patient was indicated for urinary dysfunction/ sacral nerve stim. There was no further information provided. If additional information is received, a follow up report will be sent.